Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06309. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and severely calcified vessel. A rotawire¿ and a 2.00mm rotalink¿ plus was selected for use. During the procedure, after performing ablation several times with a 1.75mm rotaburr, the 2.00mm rotaburr was used. During removal of the 2.00mm rotaburr, it was noted that resistance was felt, and the burr could not be removed from the wire after pulling forcibly. Consequently, the burr was removed together with the rotawire. The rotawire was used again to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device observed several kinks at the proximal, body and distal section as well as the distal tip. Dimensional inspection noted that the device was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06309. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and severely calcified vessel. A rotawire and a 2.00mm rotalink plus was selected for use. During the procedure, after performing ablation several times with a 1.75mm rotaburr, the 2.00mm rotaburr was used. During removal of the 2.00mm rotaburr, it was noted that resistance was felt, and the burr could not be removed from the wire after pulling forcibly. Consequently, the burr was removed together with the rotawire. The rotawire was used again to complete the procedure. No patient complications were reported.